Event description:
Needle broke off in abdomen (needle issue). This serious spontaneous case reported by a consumer from (B)(6) concerns an(B)(6) year old patient who used novofine (needle) for device therapy and reported "needle broke off in abdomen" on (B)(6) 2014. The patient had reportedly been using novofine from an unknown date. On (B)(6) 2014, the patient presented with needle broken off in abdomen. At the time of reporting, the needle was not removed. Action taken by novofine not reported. The outcome of the event was not recovered. No further information is available. No sample will be returned for investigation.